Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that after 11 days of the second hospitalization, the patient was discharged. It was reported that the fluconazole was discontinued on an unknown date. One day prior to discharge from the hospital, the patient was started on tablet fluconazole (400mg, once daily, oral, ongoing) for fungal peritonitis and the pd therapy was put on hold. The pd catheter was removed and the patient shifted to hemodialysis. It was reported that the patient had recovered from nausea and abdominal pain. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis manifested by cloudy effluent, abdominal pain and nausea. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized for four days. Four days after discharge, the patient was re-hospitalized for peritonitis and remained hospitalized. It was reported that the patient was on fluconazole (200mg, once daily, intraperitoneal, ongoing) as treatment for peritonitis. At the time of this report, the patient was recovering from peritonitis event. Pd therapy was ongoing. No additional information was available.